Event description:
While tightening the bone screw into the acetabular shell, the screw head broke off. The screw head was retrieved and sequestered.what was the original intended procedure?anterior hip arthroplasty.